Manufacturer narrative:
Additional information was received that the physician believed that the lead was fractured upon removal from the patient's body.

Event description:
A report was received that during product analysis it was discovered that the lead was fractured. The patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The physician did not suspect device malfunction.

Manufacturer narrative:
The returned ipg ((B)(4)) and lead (sc-2218-70 sn:(B)(4))were analyzed and no anomalies were found. Sc-2218-70/sn: (B)(4) device evaluation indicated that the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 25 cm from the distal end. One cable is exposed at the clik anchor fracture site. X-ray inspection confirmed all cables were fractured at the bent/kinked section of the lead. Additionally, the lead was cut approximately at 65 cm from the tip of distal end and the proximal end is missing. The fractured cables resulted in the reported inadequate pain coverage. Sc-4316/sn: (B)(4) one of the eyelets was torn, and there was no missing silicone material.

Event description:
A report was received that during product analysis it was discovered that the lead was fractured. The patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The physician did not suspect device malfunction.